Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 28 mmol/l which was treated by manual injection. Customer's blood glucose level was 19 mmol/l at the time of reporting. Customer reported insulin floe block alarm received by insulin pump. It was unknown if insulin pump was on auto mode. Customer performed 5.0u fill cannula and insulin exited. Device will not be returned for analysis.